Manufacturer narrative:
An event regarding revision for an unspecified reason involving an unknown gmrs stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, x-rays, operative reports, pathology as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2010, the patient was implanted with an lfit cocr v40 femoral head and gmrs bowed press fit stem. It is alleged that the left femoral stem was explanted on (B)(6) 2011 and was replaced with a stryker gmrs standard proximal femur. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue.